Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from manufacturer's representative on 2017-sep-08. It was indicated that the same information previously reported was stated. It was also reported that the patient had gone into the emergency room (ER) yesterday (B)(6) 2017. It was noted that today (B)(6) 2017 the patient was coming back to the clinic to have their pump filled with drug since it had been filled with saline. It was indicated that the manufacturer's representative wanted to understand the locked valve activation and the lateral x-ray to check for the bellows. The information was reviewed and sent to the manufacturer's representative. It was also noted that the manufacturer's representative had additional questions about how to figure calculation to determine how long it would take to clear a certain amount of volumes. No further complications were reported or anticipated.

Manufacturer narrative:
Concomitant medical products: product ID 8840, serial# (B)(4), product type programmer physician; product ID 8870, serial# unknown, product type software. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
References the main component of the device system; other relevant components include: product ID 8840 lot# serial# (B)(4) implanted: n/a explanted: n/a product type programmer, physician. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative on 2017-sep-14. It was reported that the manufacturer's representative would be seeing the patient that day and that they would be filling the patient¿s pump. The reason for call was the manufacturer's representative wanted to know if they could run a priming bolus instead of a bridge bolus since the pump had been running with saline in the system. It was stated that saline was in the pump but the programming was not updated on 2017 (B)(6). It was noted that on 2017 (B)(6) they took out the saline again and put in new saline and that was when they programmed the pump appropriately with the saline and put it to minimum rate. It was reviewed to confirm flow rate of the pump from 2017 (B)(6) to 2017 (B)(6) to find out how much medication was dispensed. It was reviewed that there was a chance that there still may be the old drug in the system so they might have to perform a bridge bolus instead of a priming bolus. Further details were received from the manufacturer's representative on 2017 (B)(6), and it was indicated that the information provided had been confirmed with the physician/account. It was indicated that the manufacturer's representative was present at the refill on 2017 (B)(6). It was noted that per the patient, the patient was very drowsy and falling asleep as symptoms experienced related to the refill difficulty and going to the ER. It was stated as the cause of the refill difficulty that the physician told the patient that some of the dug must have come out of the needle while they were pulling the needle out of the septum. It was noted that the refill difficulty issue had been resolved and that the patient had drug in the pump now and that the manufacturer's representative called the patient to confirm that the patient was feeling fine. It was also noted that the patient liked the pump and was happy there was nothing wrong with the pump and happy to be off orals. The patient¿s weight at the time of the event was unknown. It was also reported that the manufacturer's representative was not there at the time saline was first put in the pump but the manufacturer's representative was present for the second time the physician put saline in the pump and did the programming and noticed the programmer still said it had drug in the pump; however, the physician stated it was saline and the patient was placed on orals until the drug could come in from out of town. The manufacturer's representative corrected the programmer and changed it to minimum rate. Additional information was received from the manufacturer's representative on 2017 (B)(6), and it was indicated that the information provided had been confirmed with the physician/account. It was reported that the drug name and concentration "for sure" were not updated. The manufacturer's representative could not remember 100% if the reservoir was updated or not, but if they remembered correctly "it did not match." It was indicated that the manufacturer's representative took a picture of it because it was not their programmer. It was indicated that the manufacturer's representative did not ask the physician why it had not been updated and did let the physician know that they updated the programmer to reflect the saline that they put in for the second time on 2017 (B)(6) . On 2017 (B)(6), the picture of the programmer that the manufacturer's representative took was reported. The picture showed that the pump was programmed to deliver dilaudid [10 mg/ml] at a dose of 1.936 mg/day and bupivacaine [20 mg/ml] at a dose of 3.872 mg/day in simple continuous infusion mode. No further complications were reported or anticipated.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving hydromorphone [10 mg/ml] at an unknown dose and bupivacaine [20 mg/ml] at an unknown dose via an implantable pump for non-malignant pain. It was reported on (B)(6) 2017 that the hcp could aspirate but was unable to fully refill the pump with drug during a difficult refill. It was related that to confirm, the hcp filled the pump with 5 ml of saline but was only able to aspirate 2 ml. It was indicated that the hcp was not comfortable refilling with drug and would fill the reservoir with saline and abandon the procedure. The hcp confirmed no leaks or air was within the refill kit being used. A copy of lateral images was provided. The date of the event was (B)(6) 2017, the date of the report. No symptoms or complications were reported. Additional information was received on (B)(6) 2017. It was reported that the model had been recalled. It was reviewed that the only recall related to refills was around pocket fills and the hcp confirmed they were not dealing with a pocket fill. It was indicated that the hcp requested to speak with the local manufacturer's representative to discuss having a manufacturer's representative be present the next time they saw the patient. No complications were reported.